Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
56 year old female patient supported with impella cp due to acute myocardial infarction complicated by cardiogenic shock. Patient had a history of known coronary artery disease. Hematoma noted on the right groin after placing an arterial line. Manual pressure held for 20-30 mins and angle match dressing placed with higher angle, which resulted in resolution of hematoma. First day of support patient experienced multiple suction alarms with reduction in p level from p9 to p3. Following transfer to different hospital, tuohy-borst was noted to be open and impella was pulled back 2 cm. Device adjusted under echo guidance - suction resolved and patient was able to go back on origina support level. Second day of support hemoglobin was 7, hcps planning to transfuse two units of packed res bloos cells. No active bleeding but possibly residual from right groin hematoma. Ultrasound showed no pseudo aneurysm but hematoma. Case conservatively coded to hematoma and resulting therefore in serious injury as well as hemodynamic instability as support had to be lowered due to tuohy-borst not being clised as advised by the IFU during transport. Device had to be repositioned witch successfuly resolving suction issues.

Manufacturer narrative:
Access site adverse event/hematoma: the cause of the hematoma was most likely use issue related since hematoma noted to right groin after placing a line and hemostasis was achieved by apply manual pressure and readjusting the angle.